Manufacturer narrative:
The device was not returned for evaluation. Instead, a zoll representative went onsite to evaluate the customer's report. The customer's report was not observed. However, the device was put through extensive testing including full functional testing including ECG stress testing with the customer's ECG accessories without duplicating the report. The device was recertified and placed back into service. Review of the device logs showed the device was in ECG pads view the entire time the leads were placed on the patient. The log showed the pads had acquired a valid patient impedance and the device passed a short test. However, when the pads were removed and the user attempted to obtain an ECG signal using leads, no ECG signal was displayed as the device remained in pads view throughout the event. Our investigation concluded that the device worked as expected. We recommend ensuring the device is in the proper ECG view for the appropriate setup (leads or pads) to reduce the probability of reoccurrence. Analysis of reports of this type has not identified an increase in trend. This report was inadvertently submitted and reports of this nature are typically not submitted as there is monitoring impact only and could have administered therapy if necessary.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the monitoring leads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to detect the electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.